Manufacturer narrative:
It was reported that the patient experienced oxygen desaturation 87-88% and shortness of breath with work of breathing due to incorrect assembly of tubing that was connected to the life 2000 device. No medical intervention was required, no malfunction was alleged, and patient is continuing use of the device. An in-home follow-up by a respiratory clinician notes that the patient's life 2000 oxygen port from the dual tubing was connected at the end of her 50¿ oxygen tubing. This means, the concentrator had to go through 50¿ oxygen tubing plus 20¿ of hillrom dual tubing plus device interface. At the time of the visit, the clinician arranged the tubing correctly as well as adjusted device settings patient's oxygen saturation was noted to return to normal level. It is noted that the patient is new to use of the device as well as use to home oxygen. It could not be confirmed if the customer changed the tubing's assembly or if the tubing was incorrectly assembled at initiation of therapy.retraining was provided on device usage, correct tubing connection, as well as nasal cannula/oxygen usage. Return demonstration validated patient/family member understanding. An additional follow up with the patient by the respiratory clinician notes, things are going better. Patient was advised that titration of device settings may be likely and that patient may benefit from higher oxygen flow. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. It does not monitor patient oxygen saturation levels. The device instructions for use does state for the user to have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in your blood and can cause symptoms such as restlessness, confusion, shortness of breath, headaches or in serious cases can interfere with heart and brain function. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, anxiety, asthma, or pneumonia. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. The patient¿s reported shortness of breath likely occurred due to her medical history, as it is noted she has a history of shortness of breath. The root cause of the incorrect tubing assembly can not be determined and thus it can not be determined if use of the device solely caused or contributed to the reported event. Therefore this event is considered reportable.¿based on this information, no further action is required.¿

Event description:
It was reported that the patient experienced oxygen desaturation 87-88% and shortness of breath with work of breathing due to incorrect assembly of tubing that was connected to the life 2000 device. No medical intervention was required, no malfunction was alleged, and patient is continuing use of the device. The device was located at the patients home. This report was filed in our complaint handling system as complaint # (B)(4).